Event description:
The customer reported that the cannula did not fire when the pod was activated. His blood glucose rose to 377 mg/dl. When the cannula did fire, the pod alarmed.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported delay deployment of the cannula or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.